Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event for out-of-range capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual inspection and electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for system implant. During implant procedure, the left ventricular (lv) lead exhibited out-of-range capture threshold. The lv lead was not installed and replaced by an alternate on (B)(6) 2021. There were no patient consequences.